Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device had electrical issues and was heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition that the motor device had electrical issues, and heats up during use was confirmed. An assessment was performed and it was observed that the device failed the noise assessment (reading: 81.4 dba; specification: must not exceed 76 dba) and the temperature assessment (reading: 127.3; specification: shall not exceed 118 degrees fahrenheit). During repair it was observed that the flex circuit bearing was broken and the inner race came apart. It was further observed that the flex circuit was cracked and corroded. It was determined that the device failed the noise and temperature assessments due to the broken bearing. It was further determined that the inner bearing race came loose due to running the device with a broken bearing. The flex circuit was cracked and corroded and the flex circuit bearing was broken due to normal wear over time. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch will be submitted accordingly.